Manufacturer narrative:
The pump passed the self-test, unexpected restart, displacement, rewind, basic occlusion, prime, off no power and excessive no delivery tests. The pump alarmed motor error during the occlusion test due to a slightly loose and tilted drive support disk. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No external ram crc or unexpected restart error alarms were noted. The low reservoir alarm feature was programmed at 20 units and after delivering several boluses and with 20 units left on display, the pump alarmed low reservoir. No low reservoir alarm anomalies were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked display window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for external ram crc error. It was reported that the customer had unexpected restart alarm. The customer's blood glucose level was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.